Manufacturer narrative:
This report is submitted on march 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently underwent revision surgery on (B)(6) 2017, to revise skin flap and re-position receiver-stimulator. The implanted device remains.